Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy. Physician believes there is an issue with the hv lead. Lead was capped and replaced.